Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6, d.9. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged; however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The device passed some of the tests performed. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the rga test limit of 0.5%. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. An internal corrective action was implemented. Feedthru assemblies form this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.